Event description:
Treatment of a bavm (arteriovenous malformation). During onyx injection of the third onyx vial with the second balloon, it was reported that dmso (dimethyl sulfoxide) was pushed into the artery and the patient went into bradycardia, asystole, and cardiac arrest.it was reported the patient fully recovered two hours post procedure with no complications.

Manufacturer narrative:
The devices involved in the event were not returned for evaluation as they were consumed in the event. The other device involved in the event is as follows:model: 105-7100-060 / lot: 9634416 / dom: 8/23/2012 / exp: 07/06/2015.(B)(4).